Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seeing an informational power on reset (por) message. It was reviewed how to clear the informational por using the patient programmer. The patient reported seeing their normal therapy screen and was feeling stimulation. No symptoms were reported. No further complications were reported or anticipated.